Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device disposition is unknown.

Event description:
The manufacturer became aware of a study from (B)(6). The title of this report is ¿simultaneous bilateral resection total shoulder arthroplasty with anatomic antibiotic cement spacer retention¿ which was published in october-2017 and is associated with the stryker reunion tsa. Within that publication, post-operative complications/ adverse events were reported. It was not possible to ascertain specific device catalog from the study, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 6 complaints were initiated retrospectively for different adverse events mentioned in the study. This product inquiry addresses infection and revision. 1 out of 2 cases. Right shoulder the study reports, ¿given the clinical presentation and chronicity of the infections, the decision was made to proceed with bilateral resection tsa and placement of antibiotic spacers.¿